Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 with low and out of range pacing impedance on their right atrial lead. The impedance issue was determined to be due to an insulation breach. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.